Event description:
This reposable xi instrument is a med / large clip applier which contains 100 fires. At 26 fires remaining, it no longer holds the clips in place at the tip of the instrument. There was no pt injury. FDA safety report ID# (B)(4).